Manufacturer narrative:
An investigation was completed: it was reported that during an eviva procedure on (B)(6) 2025, the user heard a hissing noise coming from the device. It is reported that the biopsy needle then displayed a sudden jerking motion, which knocked the needle guide off, while the needle was in the patient's breast. It was reported that the patient's procedure was completed successfully with another device; however, the patient later developed a hematoma after the procedure. No further information is available. The device was not available for return; visual and functional analysis/testing could not be conducted for the described event. The device was not returned for this complaint, and only limited patient-related information was provided. Therefore, a full investigation could not be conducted. Investigation for this issue was conducted through customer provided information, historical data review, similar complaints analysis, and product design evaluation. Without the returned device, it is not possible to confirm a definitive root cause of the issue. Root cause analysis did not identify a definitive root cause and there was not enough information available to determine contributing factors. The device was not returned for this complaint, and only limited customer information was provided, which restricted the scope of the investigation. Conclusion: the reported issue has been confirmed based on customer information. The risk index for this situation is within the range already calculated in the risk trending, it is probable that this is an isolated issue and not recurring problem within the product family, system or failure mode reported in the complaint. The event does not trigger escalation to nce, scar, or CAPA. As per the DHR review, the functionality of the devices from the lot is verified during line quality inspections. Future events will be monitored and trended. Device history record (DHR) review: the DHR was reviewed for each corresponding lot; however, no relevant risk factors were found in the manufacturing process. Lot number e25b07r manufacture date 02/07/2025 expiration date 02/07/2027 UDI (B)(4).

Event description:
It was reported that during an eviva procedure on (B)(6) 2025, the user heard a hissing noise coming from the device. It is reported that the biopsy needle then displayed a sudden jerking motion, which knocked the needle guide off, while the needle was in the patient's breast. It is reported that the patient's procedure was completed successfully with another device; however, the patient later developed a hematoma after the procedure. No further information is available at this time.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.